Event description:
Olympus cutting loop electrode cat.# a2196, lot# unavailable was being used for turp with electrosurgical unit settings at 150 cut +60 coag as recommended by mfg. Roller ball part of electrode "dislodged" from loop portion (wire) & dr. Unable to retrieve. Dr. Plans to bring pt. Back to o.r. To remove piece along with bladder stones. The cut was in "pure" mode & coag. In "fulgurate" mode.